Event description:
It was reported that an "autofill failure" alarm occurred prior to initiating intra-aortic balloon (iab) therapy. The hospital staff switched out the cs300 intra-aortic balloon pump (iabp), and received another "autofill failure" alarm. The iab was replaced and therapy was provided. There was no patient harm or adverse event reported.

Manufacturer narrative:
Gfe response received - updated field(s): sex describe event or problem. The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and in the inner lumen. One kink was observed on the catheter tubing and inner lumen approximately 76.2cm from the iab tip. The inner lumen was found to be occluded. The occlusion was able to be cleared. - an underwater leak test of the balloon, catheter, y-fitting, and extracorporeal tubing was performed, and no leaks were detected. - the iab was placed on the cardiosave pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally, and no alarm sounded from the pump. The reported events cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record ID # (B)(4).

Event description:
N/a

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, an "autofill failure" alarm occurred. The hospital staff switched out the cs300 intra-aortic balloon pump (iabp), and received another "autofill failure" alarm. The iab was replaced and therapy was provided. There was no patient harm or adverse event reported.

Manufacturer narrative:
(B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint #(B)(4).